Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 18cm distal to the is-1 connector pin. The proximal and the severely stretched distal lead fragment were returned and subjected to an extensive analysis. The visual inspection revealed multiple extraction damages such as cuts in the insulation, deformations of the shock coils, a stretched fixation helix and a fractured conductor cable to the ring electrode. Additionally tissue residuals were noted on the lead body. Further analysis showed abrasion marks along the lead fragments. Particularly around 10cm proximal to the lead tip the insulation was rubbed through which can be considered the root cause of the clinical observation reported in the complaint text. Based on the characteristics of the insulation damage it is reasonable to assume that the lead was subject to severe mechanical stress in the implanted state. The extent of the extraction damages indicate significant ingrowth of the lead which may have affected the leads motion resulting in an increased stress level. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced due to multiple inappropriate shocks, possibly due to an insulation break.